Event description:
It was reported that the patient presented to the hospital complaining of dizziness and lightheadedness. Later, a 4 second pause was noted on telemetry. The field representative could not elicit noise upon testing and isometrics. However, an atrial and ventricular sensed event were noted to not have a complex associated to the beat. Additionally, one signal was reportedly oversensed. The field representative decreased the sensitivity and did not see further oversensing. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.